Manufacturer narrative:
(B)(4). The lot was manufactured from april 30, 2014 to may 1, 2014. Evaluation summary: the device was returned for evaluation. Visual inspection found no signs of physical abnormality that could have caused the reported condition. A functional flow rate test was then performed, and the flow rate was found to be within the specification range of the product. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The reported condition was unable to be verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor infused at a faster rate than expected. The device was filled with 4200 mg of fluorouracil in sodium chloride 0.9% bp (total fill volume of 230 ml), stored at room temperature, and attached to the patient via a 19 gauge, 3/4 gripper needle and a non-baxter port. The infusor¿s flow restrictor was taped to the patient¿s abdomen, and the infusor was placed in a pouch attached to the patient's waist. By the following morning, the infusor delivered all of its contents and was empty. There was no patient injury or medical intervention associated with this event, though the patient complained of oral tenderness and had slightly red hands after this event. No additional information is available.